Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 374 mg/dl. Current blood glucose was 426 mg/dl. Customer reported that insulin pump not working, blood glucose has been 374 mg/dl when woke up and now blood glucose is 344 mg/dl. Customer treated for high blood glucose with syringe. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is able to perform high pressure test at this time. Assisted with performing the high pressure t est. Test results: no delivery did show up. The insulin pump will not be returned for analysis.